Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the pacemaker demonstrated high capture threshold and noise. Programming changes were made. The patient was stable throughout.